Event description:
It was reported by the independent repair center that the unit had low o2/yellow light and the primary cause of the malfunction is the pe valve was leaking and the tubing had slipped down the pe valve fittings. No patient injury reported, no additional information provided.